Event description:
I used super poly grip from approximately (B)(6)2007 until (B)(6)2010. While I was using super poly grip, I began experiencing numbness and tingling in my extremities. On (B)(6)2010, I was diagnosed with neuropathy. Blood tests taken at that time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: (B)(6)2007 - (B)(6)2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced?: no.